Manufacturer narrative:
A complete lead was returned in one piece measuring 57.4 cm. Analysis was completed. No lead anomaly was found.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the newly placed lead had low pacing impedance below range. The lead was explanted and replaced. The patient was stable.